Event description:
Family member reported customer being hospitalized for high blood glucose and dka, customer had symptoms of vomitting and large ketones. Md said customer had ketoacidosis. Troubleshooting was performed and pump returned for analysis.